Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased threshold measurements, decreased r-wave measurements and high out of range pacing impedance measurements greater than 2,000 ohms. A lead dislodgement was suspected, however, was not confirmed. An invasive procedure was performed. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted lead was returned with a stylet in the lead and the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin, the inner coil wsa deformed at the tip end and tissue wsa noted in the helix coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.